Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using three gore tag thoracic endoprostheses (proximal: tgt2815/7796805, middle: tgt3115/7800592, distal: tgt3420/7777942) to repair a thoracic aortic aneurysm. No issues were observed, and the patient tolerated the procedure. It was reported that he proximal neck diameter was 25-27 mm, and the distal neck diameter was 34 mm. On (B)(6) 2010, a distal type I endoleak and a type iii endoleak originating from overlap junction (unknown which overlap) were found. The cause of the endoleaks was reportedly unknown. On the same day, a gore tag thoracic endoprosthesis (tgt3110/7281440) was additionally implanted to treat the distal type I endoleak. Additional touch-up ballooning of the relevant overlap was also performed to treat the type iii endoleak. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, one month follow-up imaging showed resolution of the endoleaks. A diameter of the aneurysm was 65 mm. The patient was lost to follow-up, so no further information is available.